Event description:
Caller reported a malfunction on pump, identified as malfunction code malf 9, with fault ID 0x20f1. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information via email, as the patient did not have a charger during the call, and the patient declined any further follow-up. Case was marked for closure by technical support.